Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated. Defect found: lcd segments dim/off/on. Most likely underlying root cause: user mechanical stress.

Event description:
Customer stated that they see partial characters on the display of the meter screen. Customer states they are unable to make out any characters on the meter display. The user denies the screen is cracked.